Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-15 additional information was received from the patient. They called back and said they replaced a lead and had to do a revision on the stimulator pocket. They had to move the battery. The stimulator wasn't deep enough and was migrating out of the pocket and tugging on the lead. The patient said the rep gave them a new communicator and the patient couldn't turn up the stimulation because they were getting a message that it couldn't find the device. The agent walked the caller through and made sure they were using the right therapy application, the communicator was unplugged, and the blue side was against the skin. The patient said it connected. The patient said they had a lot of swelling. Troubleshooting resolved the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient didn't think the battery was ever placed deep enough. The patient stated they could see the battery through their clothes and it was starting to migrate. The patient also stated they went to see their healthcare provider (hcp) and the hcp told them it was not fixable unless it migrated to a certain thresh hold first. The patient was redirected to their hcp to further address the issue. The agent provided the patient with a physician listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.